Event description:
The customer reported that the system would mix up images. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The hard drive was replaced. The software and configuration files were reloaded. The system was tested and operates as intended.